Event description:
It was reported that high impedances were measured intraoperatively on one of the patient¿s trial leads. Electrodes 0-7 were said to be high, with 5 and 6 at >40k ohms. Electrode 1 had the lowest impedance measured at 4929 and 5406 ohms. Impedances on 8-15 were normal. Stimulation was increased to 10.5 v using electrodes 1+, 4- and the patient was unable to feel any stimulation. A new multi-lead trialing cable (mltc) and external neurostimulator (ens) were used which did not resolve the problem. It was reported that the leads were wiped and swapped into different slots in the mltc. After this, all electrodes for the lead were over 40000 ohms, and it was suspected that the lead had a bad placement in the mltc. The channels were swapped again, and impedances were in the 5000-8000 range. The lead was programmed with multiple anodes and cathodes, and the patient was able to feel stim at about 4.5v. The manufacturer representative stated that the physician decided to use a different lead due to the open circuit, and the high impedances resolved. Afterwards the patient was said to be doing well, and the unused lead was returned.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 977d260, lot# va0mzwn003, implanted: (B)(6) 2014, product type: screening device. Product ID: 355531, lot# n495049, implanted: (B)(6) 2014, product type: screening device. Product ID: 355531, lot# n495974, implanted: (B)(6) 2014, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. (B)(4). Analysis of lead model 977d260 sn va0mzwn004 found no anomalies.